Event description:
Hamilton medical ag received the following incident description: the device does not power on in either ac or dc mode from t1, and the battery is not charging. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Investigation outcome: the event date was reported as january 24, 2025; however, review of device logs indicates the device was not even turned on that day, and that the "loss of external power" has alarmed intermittently since january 06, 2025. It is unknown why the device has never been inspected and the issue solved due to alarms since january 06, 2025. The device was not returned. However, the technician on site has replaced the power supply and the issue was solved. The potential risk to a patient is considered low as at each startup, the self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. The self-test serves as a security check to ensure all systems are functioning properly. If self-test alerts that there is an issue that needs to be addressed. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. This can be confirmed as there has been no similar case reported to hamilton medical which led to health consequences or impact. This case is considered as closed.